Event description:
This system was removed due to infection. There are no adverse events reported for the pt. Also removed: lumax 340 hf-t, MDR 1028232-2008-00192, selox jt 53, MDR 1028232-2008-00193, linox sd 65/16, MDR 1028232-2008-00194.